Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had a damaged control body, e315 scope error, image blackout and a switch failure, which was observed during reprocessing. The diagnostic procedure was completed with a similar device. The intended procedure was unknown. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction of e315 reported by the customer.

Manufacturer narrative:
Initial reporter name and address: (B)(6) hospital. The device was returned to olympus for evaluation and the customers allegation was confirmed. The switches were damaged with leakage and where out of function, the light guide and objective lens were both chipped, the video connector was immersed and the light guide bundles were damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress or the like, leading to a leakage from the switches - then, water invaded the device, and an abnormality in the electrical components occurred. The user was able to detect the event properly by handling device in accordance with the instructions for use (IFU) item ¿·inspection of the endoscopic image¿. There was a possibility that the user was able to reduce/prevent occurrence of the event by device handling in accordance with the following IFU statement: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.